Event description:
It was reported that a pin was broken off from a therapy cable or paddle set and stuck in the corresponding therapy connector. The device was unable to attach to therapy cable or paddles. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control verified the reported issue and replaced the therapy connector assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and determined the root cause of the failure to be a male pin stuck in socket one. The corresponding therapy cable or paddle assembly was not returned for analysis.